Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) /2013, patient experienced a rash under the sensor adhesive patch. Patient experienced a similar rash on another sensor inserted on (B)(6) 2013. Patient consulted with a physician for a regularly-scheduled appointment on (B)(6) 2013. Physician referred patient to an allergist for the rash. The patient has consulted with the allergist approximately five times since (B)(6) 2013. The allergist did testing and prescribed a topical steroid cream. At the time of their call to dexcom technical support, patient's parents reported that patient still has a mark at the sensor site, but is in healthy condition.